Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. No damage or abnormalities were noted during visual examination, no leaks were identified; however, the component did not pass activation test upon functional evaluation. Both cylinders were visually inspected and tested for leaks. Buckling folds in the proximal end of their bodies were noted, but leaks were identified. The reservoir was visually inspected, and leak tested. The component passed all testing. Based on the information available and analysis results, the pump not passing functional evaluation could have caused or contributed to the reported clinical observation of the device not working properly.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the pump connecting tube was noted. All components were removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the pump connecting tube was noted. All components were removed and replaced. There were no patient complications reported.